Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient experienced an inappropriate shock from this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) device, t-wave oversensing of noise, in (B)(6) 2025. A request was made to have data from this device analyzed. A technical service consultant reviewed device data, advising the t-wave oversensing is suspected to be a result of the changes in morphology. Guidance was provided with recommendations to perform troubleshooting and programming changes to a different vector of the device. Additionally, on (B)(6) 2025, there was an untreated episode. The device remains implanted. No adverse patient effects were reported.